Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a button error alarm. Customer also reports that buttons were not responding. Customer's blood glucose was 140 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.